Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; initial reporter - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown.

Event description:
It was reported the patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision procedure due to unknown reasons. No revision has been reported to date.